Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that stent damage occured. A 2.75x8mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent was unable to be removed from the lumen and the stent strut was broken. No patient complications were reported.